Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a pocket revision due to discomfort. The patient stated that the location of the recently implanted pacemaker was too superficial and was uncomfortable. The physician made the pocket deeper. The patient was stable.